Event description:
It was reported to philips that the device intermittently recognizes that the therapy cable / paddles are connected. There was no reported patient involvement/adverse patient impact.